Event description:
In this event it was reported that a doctor perforated a pt's apex with a waveone file during an endodontic procedure. The pt was treated for the perforation and is reportedly "fine".

Manufacturer narrative:
A dentsply employee visited the doctor to review his technique and was able to determine that it was incorrect and that technique was likely what caused the injury. The doctor has been re-trained on the proper technique with waveone files. While there is no indication that the device malfunctioned in this event, because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.